Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the front panel leds of the device were flashing and the unit was starting to cut out. The physician used a different disposable to complete the procedure with no adverse patient consequences. The physician opined that the problem was related to the taking of too much tissue at one time, and by switching to a new disposable, the device had a chance to cool down so the procedure was completed without further issue.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.